Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient¿s spinal cord stimulation was no longer working. It was noted that the patient had misplaced their ins recharger. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.